Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver morphine (4 mg/day). The indication for use was non-malignant pain. On (B)(6) 2016 the patient reported they had lost a lot of weight (95 lbs) and their life had changed. The patient was wondering if there was a setting their healthcare professional could program to wean them off of the pump, the patient would like to see if they can live without the therapy. It was reported that the pump was causing pain and pushing over into their belly button causing some peeling. This issue started about a month ago. The patient also suffers from really bad acid reflux which had increases as they lost weight and wonders if the pump had pushed up their anatomy causing the issue. It was noted that the patient¿s primary care physician and gastroenterologist had ordered tests, workups, CT scan, and endoscopy which show everything is fine and they cannot find anything wrong. The patient is not very active, exercises, plays sports, and lifts things at work. The patient notices their reflux when they bend over. The patient had requested to have their healthcare professional (hcp) cut their dose in half but the hcp feels that is too much. The patient¿s refill appointment was to occur on (B)(6) 2016 and the patient does not want the pump refilled. It was noted that two months ago the patient¿s does was at 7 mg/day, then it was reduced to 6 mg/day and last month it was reduced to the level of 4 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.